Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
It was reported by ms&s that the sales rep reported that the facility reported having place a glidepath hemodialysis catheter in two different patients and both catheters clotted off after forty-eight hours. Both catheters were over the wire exchanges. Both of the patients required catheter exchanges. This file addresses device one of two.